Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) level of 30 mg/dl range, cause was unknown. Customer consumed glucose tablets to address bg. Additionally, it was reported that the customer experienced elevated blood glucose (bg) levels; cause was unknown. Customer's continuous glucose monitor read "high," however, a specific bg value was not provided. Customer changed pump supplies to address bg. Reportedly, the customer¿s kidney functions have decreased, but no permanent damage occurred. Recommendation was made to consult with a healthcare provider to discuss diabetes management.